Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Lead failure predictor triggered on (B)(6) 2014 for ventricular short interval counts (v-sic) and non-sustained tachycardia (nst). 14 nst episodes with v-v intervals <(><<)> 220 ms between 25 and (B)(6) 2014. Oversensing noted on stored egms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due episodes of non-physiologic oversensing, high short interval counts (sic), and noise. An apparent lead fracture was noted. The lead was capped and was replaced. No patient complications have been reported as a result of this event.